Event description:
It was reported that while removing the tined lead, the tines popped back and the four contact rings were left in the body. Additional info was requested.

Manufacturer narrative:
(B) (4).